Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing. The cause of the observations was not determined. The rv lead was explanted and replaced. The source of the observations is unknown. No additional adverse patient effects were reported.